Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a device malfunction contributed to the adverse events. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures), in additional to patient factors (history of afib, moderate mac, mild ventricular septal hypertrophy) may have contributed to the complete av block and bradycardia associated with afib. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr, a 23mm sapien 3 valve was deployed in an 80:20 aortic/ventricular (a/v) position as intended. Immediately after valve deployment, complete atrioventricular (av) block developed and persisted until the end of the procedure. The patient left the operating room under temporary pacing. During observation, the patient returned to normal sinus rhythm once, but bradycardia associated with atrial fibrillation developed. A permanent pacemaker (ppm) implantation was performed on postoperative day (pod) 9. The valve remains implanted in the patient. The native annular diameter measured 24.1mm x 17.5mm by CT with a valve area of 329mm2. Information regarding the degree of valvular calcification was not provided, mild aortic root calcification was reported.